Manufacturer narrative:
Medwatch sent to FDA on 04/12/2017.

Event description:
Additional information: physician performed gastroscopy and noted "observed an intragastric topical balloon hyperinflated with air".

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings: and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon "complained about vomiting about 15 days and abdominal volume increasing". Device was removed.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon noted to be discolored, the shell and center patch/valve were blue in appearance. The device had a large tear, covering approximately 40% of the shell. Black particles were noted on the inner and outer surfaces of the shell. A sample fill tube was used for further device testing. A valve test was performed and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was not feasible as the shell had a large tear. Under microscopic analysis, the apparent origination point of the tear was noted to have striations, consistent with damage from a surgical tool. White particles were noted in the valve.